Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose was rising. The mother stated that the cannula was bent and did not go completely inside of his body. The mother stated that she was concerned the insulin pump did not alarm no delivery. Advised the mother that the device would need to detect sufficient back pressure, and call back when her son is available to perform the high pressure test. No further information was provided.